Manufacturer narrative:
The reported event helix mechanism issue was confirmed while the helix break was not confirmed. As received, a complete lead was returned with the helix extended and clogged with blood/tissue. Visual examination, electrical testing and x-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtoqued of the inner coil consistent with procedural damage. No other anomalies were seen.

Event description:
New information received notes that the high threshold was due to the initial positioning of the lead. The lead malfunction was on the helix not extending and retracting appropriately when the physician moved the lead to a new location

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During the procedure, the right atrial (ra) lead was noted to exhibit high capture thresholds and was unable to extend the helix upon re-position. On visual observation, the lead was observed to have torque build-up. The lead helix was suspected to have sustained damage during the operation. The ra lead was removed and replaced. The patient was in stable condition.